Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.

Event description:
The technician alleged that the stretcher moves when the brake is applied. No patient impact.